Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device was not making any sound when alarming. The device was set to audio and vibrate. The customer¿s blood glucose during the incident was unknown. The device alarmed a hardware low level failure during self-test. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 (variable 3) was present in the device trace download and pump error 63 (variable 3) alarmed during self test due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63.